Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a pinnacle constrained cip placed in 2013. On (B)(6) 2020 she dislocated her right hip. She was brought to surgery and the head and liner were replaced. All the cup screws were also removed. Doi: (B)(6) 2013. Dor: (B)(6) 2020; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.